Event description:
CT scan of the coronaries stopped during image acquisition due to equipment failure.

Event description:
CT scan of the coronaries stopped during image acquisition due toequipment failure.